Manufacturer narrative:
All available information for conducting this investigation was collected and no additional follow-up attempts will be performed.

Event description:
This issue occurred 16 days after initiation of support. The low flow alarms were active due to the decrease in speed causing a drop in flow. The cause of the drop in speed was not determined.

Event description:
It was reported that a centrimag in use with a patient fell to 0 rpms. The patient was on veno-arterial extracorporeal membrane oxygenation (ECMO) after they had recently undergone a coronary artery bypass graft (CABG) due to entering cardiogenic shock after receiving a cardiotomy and was on antiplatelet medications and heparin. The patient had retrograde flow until the advanced practice registered nurse (aprn) turned the rpms back up. The nurse reported only hearing the low flow alarm and that the device had not been adjusted previously. The nurse's actions only restored flow for a short period of time before flows dropped down to 0.3 lpm. The patient was switched to the emergency backup but was still having low flows on 3700 rpms, and a circuit change was performed with continued low flows. The patient remained stable throughout the circuit change process and was taken to the operating room (or) for emergency decannulation. A large clot was retrieved from the end of the arterial return cannula. After ECMO decannulation an echocardiogram was performed to rule out retained thrombus and was negative for thrombus.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Section g4: PMA # corrected. Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: the reported event of a pump stop was able to be confirmed by review of the downloaded log file from the returned centrimag 2nd generation primary console (serial number: (B)(6). The system was observed to be initially operating with a steady speed of ~3300 revolutions per minute (rpm) and a flow in the range of approximately ~2.0 to ~3.3 liters per minute (lpm). At 17:21:15 on (B)(6) 2024, a pump stop was observed due to user request. During this pump stop, a f3 flow below minimum alert was activated, and retrograde flow was observed. The pump speed was observed to be adjusted to 3700 rpm a few minutes later at 17:23:53, and positive flow returned. The flow remained in the range of approximately 2.3 to 3.0 lpm until about 17:25:50, when the flow was observed to drop to approximately ~0.4 lpm. Throughout the next ~6.5 minutes, multiple speed changes were observed; however, the flow remained in the range of approximately ~0 to ~0.4 lpm. F3 flow below minimum alerts were activated as expected when the flow was measured to be below the selected threshold. A m3: pump not inserted alarm was observed at 17:32:24 on (B)(6) 2024; this appears to be consistent with the provided information that the patient was switched to their backup console. The centrimag motor associated with this event was not returned for evaluation. The root cause of the reported pump stop could not be conclusively determined through this evaluation. The downloaded log file indicates that the pump stopped due to user input; however, provided information indicated that the nurse had not adjusted the device prior to hearing the low flow alerts. The device history records could not be reviewed for the centrimag motor, as the serial number was not provided. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual table 13 entitled ¿console alarms and alerts¿ addresses how to properly interpret and troubleshoot all system alarms, including motor and flow related alerts. No further information was provided. The manufacturer is closing the file on this event.